Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/16/2024, additional information was received regarding a clindex notification reported on 5/1/2024. The clindex notification indicated that a severe complication occurred, resulting in revision surgery to a patient listed in the shoulder arthroplasty registry. The patient underwent revision surgery on (B)(6) 2023 with cta head and glenoid grafting. The original tsa procedure was performed on (B)(6) 2009. The implants used in the original procedure were products from another manufacturing company. On (B)(6) 2023, the patient was seen by the surgeon due to several years of pain, and it was confirmed via CT arthrogram that the implants had loosened, and the patient had several rotator cuff tears. On (B)(6) 2023, the patient was revised from a tsa to a hemiarthroplasty in which the surgeon implanted a cta head and glenoid bone graft. Soon after the surgery, the patient still experienced pain, and the surgeon suggested the patient might be a candidate for a state procedure to put in a baseplate. On (B)(6) 2024, the patient underwent a second revision surgery to convert the hemiarthroplasty to a revers tsa with a replant of the glenoid baseplate.